Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h1, h6 (type of investigation, investigation findings, and investigation conclusions). Investigation summary: no samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Information from ae regulatory system: the patient has had type 2 diabetes for over ten years and has been self-administering insulin degludec and aspart injections. On the morning on (B)(6) 2025, before breakfast, while administering a subcutaneous injection of insulin degludec and aspart, the disposable pen needle bent and broke upon insertion into the skin. This caused redness, swelling, and sharp pain at the injection site. Due to the broken needle, the insulin could not be properly delivered into the body, resulting in a failed injection and the patient's blood glucose levels cannot be effectively controlled. After removing the completely broken needle, the patient replaced it with a new needle and re-administered the injection. However, the patient experienced psychologically traumatized due to this incident, patient feel fear and resistance to insulin injections. On (B)(6), the patient returned to the hospital for a follow-up visit and reported the incident and requested to switch to a different brand of disposable pen needles of the same type. Ae report no: (B)(4). Call center didn't contact with customer successfully and do not acquire the information reported in the ae regulatory system. Material code found in the system is 320543. If any update will be sent by email. Sample availability: unknown. Sample availability details: unknown.